Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the coating of the subject guidewire was found peeled off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
A complaint history review could not be performed as the device lot number is unknown but there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to subject guidewire device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the as reported issue ¿guidewire ptfe coating peeling¿.

Event description:
It was reported that during the procedure, the coating of the subject guidewire was found peeled off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the coating of the subject guidewire was found peeled off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. H6 type of investigation - updated. H6 investigation findings - updated. H6 investigation conclusions - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. The device history record (DHR) confirms that the device met all material, assembly and performance specifications during visual inspection, an attempt had been made to shape the guidewire tip was noticed. The core wire distal end was observed through the distal tip dome. The guidewire ptfe coating was noted to be peeling in multiple areas to 23 cm from the proximal end. The hydrophilic coating was hydrated and there were no anomalies noted. Functional inspection was required due to defect was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. Analysis of the returned device found damage to the ptfe coated length. Scraping and peeling was evident in several sections from approximately 0cm to 23 cm from the proximal end and most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported and as analyzed ¿guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.